Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor inserted the 5/6 glidesheath slender it bent in two places with hardly any force. The doctor was performing a percutaneous coronary intervention (pci) and achieved radial access easily. The sheath was exchanged for another sheath with the same lot number without any issues. The procedure outcome was successful after the exchange of the sheath. The patient was in stable condition, and blood loss was less than 250cc. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. The sheath was subjected to visual analysis. There were two notable kinks present at 1.046" and 3.193" from the distal tip of the sheath. Additionally, distal to the hub of the sheath there was damage indicative of torsional force. There was deformation that followed a spiral pattern approximately 3.697" from the distal end of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, off-axis forces have been known to cause kinks. It is likely that applying a twisting motion to the sheath hub led to the damage distal to the hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.